Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the keypad cover is torn at arrow up button and ripped off the rest of the way down, exposing the ok and arrow down contacts. The "ok" and arrow down contacts are inverted. Evaluation revealed contamination around all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination around all contacts. This report is made based on results of investigation completed on (B)(6) 2015.